Event description:
A site reported that they had a vns patient who is experiencing neck pain with stimulation which has been occurring for the past 2 months. The patient was last seen in (B)(6), and the diagnostics were ok then, and today when diagnostics were run, the results were all ok. There have been no setting changes recently, nor were there any changes in (B)(6). The patient reported it was a sharp pain, like a knife. It is happening sporadically and patient is cognitively impaired so couldn't say if the pain is related to stimulation or not. As a result, the physician swiped the generator with the magnet and elicited the same pain so knew it was related to stimulation. The patient normally has a high tolerance for pain so if he's feeling such pain, then they think there must be something wrong. The patient is currently programmed to: 2.50 ma, 20 pulse width, 250 signal frequency, 30 seconds on time and five minutes off time. There had not been any manipulation or trauma that may have contributed to this event. It was reported that they would be programming the patient's device off and referring for full revision surgery. The site took x-rays, but they were not sent to the manufacturer for review. At this time no surgery date has been set.

Event description:
The patient had their generator replaced on (B)(6) 2012. Thus far the explanted generator has not been returned for analysis.

Event description:
The patient's explanted generator was returned and analysis completed. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.